Manufacturer narrative:
Concomitant medical products: punzón para bolsa/botella con filtro de venteo, ICU medical inc, ln 034-ch-14. Received two used list #034-h2629, appx 1.0 ml, adaptador universal para sistemas IV con spiros¿; lot #unknown one of the two used 034-h2629 bag spike adapters were confirmed to be separated at the bond between the od of the male luer shaft cylinder and the ID of the shunt adapter tubing. This bond separation would result in leakage. There was evidence of insufficient solvent coverage at the bond junction. The probable cause of the bond separation and subsequent leakage is insufficient bond coverage during manual assembly. The intact 034-h2629 bag spike adapter was functionally tested and there was no leakage and no indication of an insufficient bond at any location along the fluid path. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a chemoclave that the customer reported at the moment to change the unspecified chemotherapy for saline solution, a spill occurred from the connection of the spiros with the punch. There was patient involvement, however, no one was harmed as a result of the event. This report reflects the leakage with the second device with this patient.